Event description:
As part of routine treatment of a priority 2 suspected ami, 2nd vitals were obtained including a finger stick/blood glucose level. Glucometer read "34". Upon arrival at hospital, the pt's blood glucose was determined to be 219.